Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - no complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 8.9-11.6cm from the distal tip. The etfe coating was intact at the same location.